Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is unavailable for return.

Event description:
It was reported by a physician that a screw fractured during a case. There was no adverse consequences, surgical delay, or medical intervention reported.

Manufacturer narrative:
The reported event could be confirmed: a part of screw# 1 is broken off and the other 10 returned screws (#2-11) are damaged/deformed of which one screw shows a crack. The (measurable) dimensions are in accordance with the specifications of all returned screws. Because a fragment of screw # 1 is broken off and was not returned, the chemical composition was tested and conforms to the specification ¿ (B)(4). The investigation of the broken screw (# 1) shows that due to too high torsional forces ¿ originated during the screw in ¿ and resulted in high bending forces, one wing of the cross-pin is broken off. The other wings show strong damages in screw in direction. The investigation with sem shows on the fracture surface the typical honeycomb structure of a ductile forced fracture resulting from too high bending forces. Furthermore the investigation results for the other returned screws (#2-11) show damages on the cross pin in screw in and unscrew direction. Additionally, the bending overload is displayed in the damages of the pin holes. One screw also shows a crack that points to very high bending forces that occurred during insertion of the screw into the bone. Some screws also show friction marks on the thread, which indicate that the screws had contact with a hard object - most likely a plate. No lot numbers were provided, thus a review of the specific manufacturing batch records and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore it is also not possible to determine the quantity released for distribution within the affected lot. To obtain more details about the complained event, the sales rep was contacted. It was reported that blade # 62-15020 has been used in this case, which is part of the ¿universal neuro ii self drilling 1.5mm system¿ as the complained screws. Therefore they are intended to be used in combination with each other. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a physician that a screw fractured durring a case. There was no adverse consequences, surgical delay, or medical intervention reported.